Event description:
A malfunction on the pump was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided assistance to reset the pump and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to reach out again if the issue reappears.